Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "felt something" when their implantable cardioverter defibrillator (ICD) detected a magnet while at work. The ICD remains in use. No further patient complications have been reported as a result of this event.